Event description:
It was reported that during preparation for a ptca procedure, the liberte stent came off of the balloon of the delivery device. There was no patient contact with this device. Another of the same device was then used to successfully complete the procedure.